Event description:
It was reported that the patient's implantable cardiac monitor (icm) reached the maximum number of episodes on the counter and the counter will no longer advance. It was also note that the message on the quick look report cannot be cleared. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.